Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. Following the procedure, the patient experienced an abdominal rash and has been treated for "several issues" at this time. No more additional information was reported.